Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The customer's grand daughter stated that for the past 3 days, the blood glucose readings had been over the top. She stated that the blood glucose readings ranged between 312 mg/dl to 406 mg/dl. The most recent blood glucose reading was 408 mg/dl on the day of the call. The customer experienced palpitations as symptoms of high blood glucose. The customer contacted her doctor regarding the high blood glucose and treated with 10 units of insulin in the morning, 5 units in the afternoon, and 16 units most recently. A bent infusion set cannula was found upon removal. Troubleshoot could not be completed due to lack of a tubing clamp, which was advised would be sent. Advised the caller to change the entire infusion set, reservoir and insulin. Troubleshooting would resume after receipt of the tubing clamp. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.